Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1801, annex b: b01, annex c: c02, c0503, annex d: d08, d15, annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported burning odor was confirmed and replicated during laboratory testing. This issue is being attributed to a short between pins 13 and 14 of the right (male) pump module inter-unit interface (iui). A functional test was performed on the suspect pump module in the as received condition. The suspect pump module was attached to a dchu known good pcu unit and it was powered on. The pcu only recognizes the pump module when it is attached to the right side (connected via the left iui of the pump module). If it is connected to the left side (via the right iui), it is not recognized by the system and subsequently underwent thermal failure. The male iui connector was evaluated using a digital multimeter. Continuity was measured across adjacent pins of the right iui, specifically between pins thirteen (13) and fourteen (14). An infinite resistance value (open circuit) was expected during this evaluation. However, a resistance of 89.0 was measured, indicating a short between the pins. The male iui was replaced with a known good male iui, and a basic test infusion was completed successfully after twenty-four (24) hours with no alarms or reoccurrence of thermal activity from the pump module. External and internal inspection was performed on the suspect device, and the right (male) inter-unit-interface (iui) connector was observed with thermal damage on pin thirteen (13) and pin fourteen (14). Melted iui housing residue was also observed on other iui contact pins. The left (female) iui connector was observed in good condition with no thermal damage observed. Internal inspection observed no obvious anomalies with any electrical or mechanical components. The inside of the device was free of fluid ingress and corrosion. The event and error were retrieved from the returned device to ascertain programming details and recorded activity associated with the reported event. A review of the pump error logs showed no errors or malfunctions that were relevant to the customes complaint. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, or programming parameters. Based on the last programmed infusion administered by the suspect device (s/n: (B)(6)) on 5 april 2026, the pump module was connected to a pcu (s/n: (B)(6)). An infusion was programmed at 7:39 am with a rate of 50 ml/h and a volume to be infused (vtbi) of 900 ml. The infusion was initiated and continued until 6 april 2026 at 9:54 am, at which point the last data was recorded. The system was tested through asm to verify no damage had occurred to the devices due to the thermal damage. Test results show the devices passing the iui connectors test (with known good iui connector). The bd alaris system with guardrails suite mx user manual (v 12.1) states to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris system devices, bd alaris system cleaning audit, bd alaris system cleaning checklist, bd alaris system iui inspection quick reference, bd alaris system with guardrails suite mx user manual addendum jul2020. Inspect iui connectors. If any surface contaminants or blue or green deposits are visible, the connector must be replaced. Cleaning the iui connectors. Take care not to allow fluids to come in contact with electrical components and openings, with the exception of the iui, as outlined below. Ensure that the rubber boot is secured before and during cleaning to help prevent fluid from entering the electrical rj45 plug. The device was reported to have no patient involvement. Root cause: the root cause of the reported burning odor is attributed to a short between pins 13 and 14 of the right (male) pump module inter-unit interface (iui). The observed melting of the connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell. There was no patient involvement.